Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred two days after the sensor had been inserted in the abdomen. The patient experienced diaphoresis and confusion. The cgm was reading 116 mg/dl and the blood glucose reading was 30 mg/dl. The patient called 911. She was treated with IV dextrose and transported to the hospital. She was observed for several hours. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.